Event description:
It was reported the doctor was performing a lap hernia procedure; the footswitch wouldn't activate the generator. The customer managed to get the generator to activate once when the black footswitch cable was wiggled. No patient consequence.